Manufacturer narrative:
If additional information is received from the reporter a supplemental report may be submitted. Complaints will continue to be monitored for trends.

Event description:
Translated from french using google translate: "this is a follow-up to our telephone conversation yesterday with (B)(6) regarding a medical device vigilance report concerning kiwi omnicup traction force devices at the (B)(6) hospital. The device in question is the kiwi omnicup traction force vac-6000mte, batch number 251652. We have observed that the traction indicator cartridge detaches from the vacuum extractor handle during use, both during vaginal deliveries and cesarean sections. This malfunction has resulted in injuries to newborns, documented in at least four separate incidents, reported by at least two obstetricians at our facility. To date, a total of 75 devices from this batch have been identified and immediately placed in quarantine. Furthermore, obstetricians are now refusing to use this device and are turning to alternative solutions, such as spatulas or forceps, to ensure patient safety. We request the immediate recall of this batch and its replacement with compliant devices to ensure continuity of care under optimal safety conditions. Thank you in advance for keeping us informed of any developments in this matter. Since the change in medical devices, the insertion of kiwi devices by gynecologists has become very risky. The kiwi devices break, forcing us to use 3-4 per patient, with a risk of injury to newborns."